Event description:
It was reported that an error occurred against the system. A single 31089 error was found in the system logs. The caller moved the blue fiber cable to a different port, but the issue remained. The caller was not able to isolate the blue fiber cable at the time of the call. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised that it is either the patient side cart (psc) or the blue fiber cable causing the issue. There were no reports of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the card cage. The system was tested and verified as ready for use. The card cage involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.